Manufacturer narrative:
H6: device not returned.

Event description:
This stent reportedly used in sfa with rt common femoral stick, with a contralteral approach, placed stent distally in left sfa. Noticed on angiogram that the stent had compressed to 40 mm. A second stent was deployed to get complete coverage of the lesion. Second stent was deployed to get complete coverage of the lesion. Second stent was placed mid to proximal. No pt permanent injury reported. Stent was being used off label as its approved for use in the biliary tree.